Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while at work, observed a reading in the 50s mg/dl range, disconnected and shut down the ilet, consumed carbohydrates, and later restarted the ilet at home with normal function reported. Symptoms included dizziness associated with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no need for medical intervention or assistance. Investigation included collection of event details and user-reported device alerts for low glucose. Investigation of this case revealed that the device provided low and urgent low alerts and functioned after restart, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.